Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. No medical records have been provided to date. Without a lot number a review of the manufacturing records could not be conducted. It is alleged the patient experienced pain, additional medical/surgical intervention, defective mesh and recurrence. Hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the currently available information, no definitive conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the ptfe mesh implanted in (B)(6) 2013. Another file was created for the soft mesh implanted on (B)(6) 2011. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent a left inguinal hernia repair using a bassini repair. On (B)(6) 2010 - the patient presented to the hospital with pain in her lower abdomen. Upon examination by echography, it was determined that there was a complication in her inguinal wall on the right hand side and that a small ganglion had been formed. The left hand side having been determined to have no significant abnormality. On (B)(6) 2011 - the patient underwent a second inguinal hernia repair surgery, this time for a right inguinal hernia. The surgery entailed the ligation of her epigastric vein and the cutting of her round ligament near its base at the internal inguinal orifice, which was also ligated. She did not have a hernial sac as such, but a curvature of the whole rear of the inguinal cavity. During this hernia repair surgery, she was surgically implanted with a bard soft mesh to reinforce the repair area. On (B)(6) 2013 - the patient presented to the hospital as she was experiencing sensitivity and had the impression of feeling a mass in the region. An ultrasound was ordered to determine what the issue was. On (B)(6) 2013 - the patient had an ultrasound performed on her right inguinal area to determine the cause of her pain. It was noted that there were several inguinal ganglia in her inguinal area. An operation was scheduled to repair her femoral hernia as well as to verify the status of the right inguinal hernia. On (B)(6) 2013 - the patient underwent a third hernia repair operation. During this operation, it was determined that she had a right femoral hernia, which was reduced and a polytetrafluoroethylene (ptfe) prosthesis was used at the inguinal floor in order to terminate the femoral canal. In addition, a second hernia mesh product was used although it is uncertain at this point who the manufacturer is. During this third hernia repair surgery, it was discovered that the patient's nerves and the bard soft mesh had become intertwined and the surgeon therefore performed a neurectomy of her ilioinguinal nerve, i.e. Her ilioinguinal nerve was removed. Patient alleged to have continued experiencing serious pain following the operation. On (B)(6) 2014 - the patient returned to the hospital to have ultrasound performed on her right inguinal area to determine the cause of her pain. It was noted that there were several inguinal ganglia in her inguinal area and that her hernias had recurred. Attorney alleges the patient has experienced blood loss, nausea, chronic physical pain, chronic nerve damages, surgical removal of her nerves, physical impairment, and the need for continued medical treatment.